Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states, the mattress springs are very uncomfortable and are poking through.